Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical intervention in which it was found that the outer layer of both inflatable penile prosthesis (ipp) cylinders had peeled away and the dacron fabric had scarred to the tissue on both sides. The device was removed and replaced with an implant from another company. There were no further complications.